Event description:
It was reported that the unit has a bad pump. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damage on the water tank cover. All four corners were broken and the top front has a large crack. The water tank and float switch are rusty, quick connect is corroded, enclosure has nicks out of the top and bottom is water stained, interlock block has rust stains, plate clip stained, pole clamp discolored, front cover is nicked in multiple spots. Functional testing found the pump did not start. Replaced the pump. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).